Manufacturer narrative:
D6a and d6b should have been left blank. H5 and h8 was erroneously selected on the initial manufacturer device report number. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
The complainant reported that the physician was ballooning with a semi-compliant balloon and the aorta sensor went out. "Impella flows reduced" was displayed on the automated impella controller (aic) during this time due to suction in auto. There was then a red alarm that briefly popped up, but quickly went away. The details of the alarm weren't able to be captured. The aic then went to "controller error. These issues were resolved by making sure there was tight connection to the fiberoptic cable port on the aic. The patient was supported during this time and a motor current, systolic and diastolic, and liters of flow all remained. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: additional information was provided which stated suction resolved and flows were able to be maintained after pump speed was reduced. This occurred before the sensor went completely out. D3 MFR fax number added. G1 MFR site name, danvers removed. H6 med dev prob code removed a140501, a140508.